Manufacturer narrative:
The faulty xhibit central station (xcs) was shipped to spacelabs healthcare for depot repair. The device was evaluated by an equipment service center technician and the reported problem was verified due to a non-functional fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central would randomly power down on its own. There was no patient or user harm associated with this event.